Manufacturer narrative:
Pt weight is unknown but patient reported as not obese. Implant and explant dates: device is an instrument and is not implanted/explanted. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the balloon exploded during the kyphoplasty procedure and there was a leak of cement from the lesion made by the explosion itself. The procedure was completed by injecting the cement in both vertebrae paying attention to further leaks of cement. There was no patient harm. The surgery was prolonged about forty minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the: investigation summary for article 03.804.701s with lot number 0714023 and article 03.804.701s with lot number 0713034/ (B)(4) parts are involved: our investigation shows that the above mentioned devices were received for investigation. There are some blood residues visible on both devices. The manufacturing documents of these devices were reviewed and no complaint related issues could be detected. We have forwarded the complained device to the responsible manufacturing sire for further evaluation with the following results: the balloon of (B)(4) (lot 0714023) is torn (circumferential rip) and the distal part was not returned. The balloon of (B)(4) (lot 0713034) is ripped longitudinally. Based on the information available to date is assumed that both balloons ruptured due to unfavorable circumstanced, which however cannot further be specified, during the procedure. Therefore we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.